Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device is beeping. The customer's blood glucose level at the time of incident was 228mg/dl. The customer states the device alarmed for low battery and continues to alarm despite having replaced the battery. The customer states their levels had risen to 409mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.